Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that phacoemulsification (phaco) needle inside the pak during calibration for the cataract with intraocular lens implant surgery. The surgery was performed using a different phaco pak. The product did not come into contact with a patient because it was unusable.